Event description:
It was reported that during a kidney obliteration with alcohol procedure, balloon deflation difficulties occurred. Prior to the procedure, the physician tested the occlusion balloon catheter on the table and noted that the inflation and deflation times of occlusion balloon were "very slow." The physician advanced the occlusion balloon to the right renal artery and had no issues inflating the balloon; however, the physician could not deflate the balloon after the dwell time with alcohol in the renal artery. An attempt to deflate the occlusion balloon using negative suction with a large syringe was unsuccessful. Next, the physician slowly "pulled back on the balloon" and held "negative suction" and successfully deflated the balloon, however, deflation time took approximately 5 to 6 minutes. Once the balloon was deflated, the physician removed the occlusion balloon from the pt. The physician successfully completed the procedure with this device. No pt complications were noted and the pt's status was reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use (dfu) recommends that the balloon should be inflated using 0.55mls of contrast/saline. The physician state that no more than 1.5mls of solution was used. The most probably root case is determined to be user related since an excessive amount of fluid was used to inflate the balloon. (B)(4).